Event description:
Contaminated IV tubing in sterile package from co not seen until 100cc infused into pt. Baxter rep, by telephone, believes that the particle is burnt plastic during manufacturing. Due to place of particle, appears to be IV tubing and not solution. Particle is beneath 2 filters. Entire lot of IV tubing pulled.